Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that 12.6mm, micl12.6, -9.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was explanted due to excessive vault, elevated iop (intraocuar pressure), pupil block and angle closure. Additional surgical intervention (enlargement of pi, yag) and medical intervention was also performed/ prescribed. In the reporters opinion the cause of this event was the device " too long lens". For status of the eye the reporter stated " explanted icl's cont. Iop, largely 20 + pigment from enlarging pi's." The following additional information was reported " pt. Required multiple wound burrs over many days along with max med. Therapy: lumigan, alphagan, timolol, trusopt diamox 500 bid. Now under control only lumigan."

Manufacturer narrative:
Corrected data: h6 - 4625 - enlargement of pi, should have been specified in previous medwatch reports for code 4625. B5 - "yag": should be removed as it was not specified what type of surgery was performed. Claim#: (B)(4).

Manufacturer narrative:
B5: the reporter indicated that 12.6mm, micl12.6,-9.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault, pupil block, angle closure and iop. Additional surgical intervention (enlargement of pi, yag) and medical intervention (drop therapy) was also performed/prescribed. In the reporters opinion the cause of this event was the device, reporter stated " too long lens with excessive vault peripheral iridotomy occluded with iris vault." For status of the eye the reporter stated " patient feels vision has returned back to normal. Patients iop have been stable since being off drop therapy since 23 oct 2020. Will like to see iops stable for a couple months before proceeding with another icl procedure." Claim # (B)(4).